Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed customer's findings. Hologic product applications specialist (pas) reviewed logs but found no issues with the wl in question. Pas noticed three different covid-19 tma kits were used by different operators, so the issue was likely caused by a workflow or sample-handling problems. Ts relayed pas's findings to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 278953 on panther instrument sn (B)(4) which had a high rate of positive samples (9.1%). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.